Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 218 and 194 mg/dl. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 111 and 120 mg/dl using true metrix air. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer calling concern with the results the meter is giving. Customer have been getting many errors and today she started to get an erratic blood results. Customer run a back to back test and got 194 and 218 mg/dl fasting same finger same hand. I review with customer about erratic results. Customer normal glucose rang is 100-120 mg/dl fasting and she test 4 times a day. While reviewing the meters memory customer states that she is concern with the results being high then they are erratic.